Event description:
It was reported that when removing shield the hub also separated with a bd syringe 0.3ml 29ga 1/2in 7bag 420cas jp. This was found prior to use. The following information was provided by the initial reporter, translated from japanese to english: when removed the shield, the hub was detached too.

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 3/10cc syringe. Customer states that when the shield was removed, the hub detached. The returned syringe was tested and the hub-needle assembly separated from the barrel when the shield was removed. Unable to perform DHR check due to unknown lot number. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure root cause for this defect cannot be determined.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when removing shield the hub also separated with a bd syringe 0.3 ml 29ga 1/2 in 7bag 420cas (B)(4). This was found prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: when removed the shield, the hub was detached too.